Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that IV tubing either had a broken port or a leaking port or ballooning. Specific event information was enclosed in the container shipped by the customer and has not been received yet so full details of the event are unknown. No patient harm reported.

Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
The customer¿s report of a tubing that disconnected was confirmed. Visual inspection revealed the distal male luer spin collar was cracked and had pieces broken off from both the proximal and distal ends. Further inspection under magnification showed no stress or tool marks or signs of externally applied forces. Functional testing was performed and no leaks were observed. The root cause of the crack is unknown.

Event description:
The customer reported the IV tubing was tangled when the patient arrived from the operating room. The tubing was disconnected from patient, untangled and reconnected. Shortly afterwards the clinician returned to the patient's bedside when the tubing was noted to be disconnected and leaking into the patient's bed. There was no patient harm.